Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem injection (1000mg) and ceftazidime injection (1gm). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction added to a2: the correct age of the patient is 54 years. Upon follow-up, it was reported that the cause of peritonitis was reported as due to mitra transfer set used by the patient. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was treated with meropenem injection (1000mg, every 3rd day, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. Based on additional information received, the baxter pd disposables was determined not to be a factor in the reported adverse event.